Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The device was bent. The shaft was damaged/ dented at the point of the bend. The device was manufactured in 2016 and exhibits signs of significant wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the case, the retaining rod was taken out and was already bent. Back up was available. No injuries or delays reported. No more information shown.